Manufacturer narrative:
Age at time of event: under 18 years. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a radiopaque marker position issue occurred. The target lesion was located in the diagonal artery. A 182cm pt graphix guidewire was selected for use and advanced to cross the lesion. However, the physician noted that the guidewire felt different to the touch. It was also noted under fluoroscopy that the radiopacity of the tip was 2cm from its normal position. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient's status was stable.